Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was over 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.